Event description:
The valve was implanted and pt removed from pump, and the chest closed. The surgeon was preparing to leave the or; however, the valve became "completely clotted" necessitating explant. The surgeon stated there was no problem with the valve and it had nothing to do with the pt's clotting.